Event description:
It was reported by service report that the head end right load wheel is broken at the casting. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Load wheel casting.